Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the reservoir ring is missing and reservoir compartment plastic is also coming off. Customer stated that she dropped the pump from time to time. The customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that we are sending replacement pump.